Event description:
Caller reported that the t:slim x2 pump battery would not charge, with a power source alert present in the pump history. There was no reported adverse impact to the customer¿s blood glucose level. Customer was instructed to plug the wall adapter into a functioning outlet for at least 30 minutes to see if the pump would charge. Customer declined follow up from tandem technical support.